Manufacturer narrative:
The results of the investigation could not identify the root cause of the connector separating from the cannula body. The root cause is unknown. There had been a similar report of this type of bond separation in 2017 which an investigation concluded that the user applied excess force to the connector.

Event description:
After cardiopulmonary bypass surgery, the connector broke off the cannula body when disconnecting from the extracorporeal circuit. The occurred post surgery. There was no patient harm.